Event description:
Mxp 2549938 windchill ra603351 on 15aug2023, ortho laboratory specialist contacted the global technical solutions center (gtsc) on behalf of the french speaking customer, to report what was described as a discordant negative grading for polyspecific direct antiglobulin test (dat) reaction for one patient sample using mts igg, -c3d card in conjunction with their ortho vision mts analyzer. Complainant: (B)(6), complainant phone: (B)(6). Ext 8478 complainant email: (B)(6). Complainant title: medical technologist date of the event: (B)(6) 2023, reported to ortho ls on 15aug2023. Vision 50002687 ¿ sw version 5.14.5.47424 (installed 14nov2017) UDI: (B)(4). Reagents: mts anti-igg-c3d card lot 011723005-01, expiry 20dec2023. (Manufacture:20mar2023)mts diluent 2 lot md172, expiry 08mar2024 sample ID: (B)(6). Patient information: none provided. The customer stated that on (B)(6) 2023, one patient sample was tested for poly dat. The vision reported the result as negative for poly dat, but when the operator reviewed the result image on the screen, a very weak positive reaction was observed. Testing was repeated on the bench (method not provided) and results were weakly positive. The customer stated no biased result was reported to the physician. No patient was harmed because of this event.

Manufacturer narrative:
Investigation details: customer provided sample order report from vision that was reported as negative for dat (igg c3d), but stated they disagree with the result as a very weak positive reaction seen when reviewing on the vision display screen. Testing was repeated manually in mts gel using the ortho workstation. Customer tested the patient sample in three card types, mts anti-igg,-c3d, mts anti-igg card and mts buffered gel. A weak positive reaction was reported in both mts anti-igg,-c3d and mts anti-igg. A negative reaction was reported in the mts buffered gel card. The stored raw image from ortho vision mts was provided via econnectivity tool. A visual inspection of the column under investigation determined the grade to be negative. Additionally, the image was re-processed using the cims tool and determined that it was correctly evaluated as negative. The few cells seen visually above the negative cell button are not significant enough to constitute an indeterminant or positive result on the vision. Analysis confirmed that the analyzer¿s cassette image processing system (cims) had performed in accordance with its design and that there was no evidence of any systemic failure. Patient history: patient antibody screen-positive, known anti-e and anti-c, also found in eluate confirming positive dat as per customer. Mts gel card handling and storage conditions: room temperature storage at 22c, upright orientation. Quality control results from the day of the reported events: acceptable. Device history record for mts anti-igg, -c3d card lot 011723005-01 was reviewed, and no discrepancies were discovered. All in-process and final release serological testing results were within specifications including customer use ortho visioin testing results. All qc inspection records indicated acceptable results; no gel card defects were identified during qc inspection. All cards used during in-process qc testing passed the visual check. Formulation stage batch record associated with this lot was reviewed and no discrepancies were discovered. There were no product nonconformances related to this lot. Lot met all specifications, all in-process and product release criteria. Retains testing of mts anti-igg, -c3d card lot 011723005-01, was requested to verify reagent continues to function as expected. Investigation identified that lot performed as intended. It gave expected results when tested on the ortho vision analyzer. A total of 59 retention cards were visually inspected and no defects were found. No customer return cards received by mts. Product testing with retain cards performed as expected. Customer complaint was unable to be confirmed. The card lot performed as intended. Review of the worldwide complaint databases was performed between 01jan2021 and 28aug2023, for reported card lot. No other complaint was identified for this product lot or its mother bulk, with call area falseneg. Additionally, a review of qerts and windchill was performed for the same time period. One complaint indicating false negative was identified in the qerts system (april 2022), while in the windchill system three complaints were identified, including the one under investigation. No trend was identified. The camera misread event reported by the customer could not be confirmed. Potential assignable cause of the discordant negative poly dat reaction for the patient could not be determined, although it could not be excluded to be sample related with the antibody bound on patient¿s red blood cells being weak and at/or around the detection limit of the reagent and method employed. There was no evidence of any systematic failure of the ortho analyzer to perform as intended. No further complaint of this type has been received from the customer since the time of the reported event. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.